Event description:
The following has been reported: biomed reported: "pump is making abnormal noises during the power on sequence. It then immediately goes into a service needed alarm state. " patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, during startup, the pneumatic system made abnormal sounds. The device was reverted to manufacturing mode and failed pneumatic recharge test, consistent with mechanical hardware failure (air compressor). No other problems found.